Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# v745423, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported a loss of therapy. The patient was urinating twice a day and she was retaining urine. This had been happening since about 2 months ago. The patient did not feel stimulation, but she normally kept stimulation low thus she didn't feel stimulation. It was noted that therapy was not on. Turning therapy on resolved the situation and the patient could feel stimulation. She was on program #3 at 2.70. This had occurred since (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.